Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The patient presented at the time of the index procedure and cardiac catheterization revealed a 95% stenosed, 34mm long lesion with a reference vessel diameter of 3.2mm in the bifurcated first obtuse marginal (om). The lesion was predilated and a 3.00x32mm promus element stent was deployed in the lesion. Following post dilation, residual stenosis was 0%. The patient was discharged three days later on aspirin and prasugrel. One year later, the patient presented with lung-sub edema and was hospitalized. Six days later, 373 days post index procedure, 88% focal in-stent restenosis was discovered in the previously placed 3.00x32mm promus element stent located in the first obtuse marginal. The in-stent restenosis was treated with balloon angioplasty resulting in 0% residual stenosis. The patient was discharged the following day.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).